Manufacturer narrative:
Concomitant medical products: d284drg ICD, implanted: (B)(6) 2011. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. The implantable cardiac defibrillator system was explanted. No further patient complications have been reported as a result of this event.